Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged questionable results for 4 patient samples tested for folate. One sample was found to be discrepant. The sample initially recovered 11.29 ng/ml and this result was reported outside of the laboratory. The customer recalibrated the test and then repeated the sample on (B)(6) 2011 because the quality control, although within range, appeared to be erratic. The repeat resulted as 7.13 ng/ml. The customer could not determine which result was correct. The customer was not sure if the repeat result was valid since the sample was stored unprotected from light in the refrigerator at 2 to 8 degrees celsius for about 24 hours. Labeling indicates that samples are stable for 2 days at 2 to 8 degrees celsius and should be protected from light. The customer did not issue a corrected report for the sample repeat. The patient was not adversely affected by the event. The folate reagent lot number was 16413402 with an expiration date of 08/31/2012. The field service representative determined the cause to be folate imprecision due to fluidics. He replaced the pinch tubing, sipper, and s/r syringe seals. He checked s/r probe adjustments, checked the mixer, and cleaned the mixer rinse well. He ran a system volume check 3 times, checked voltages, and checked temperatures. He ran performance checks. He ran quality control on all assays on (B)(6) 2011 and these were within specifications. He also called back on (B)(6) 2011 and quality control was still within specification. The customer ran a precision check on folate and b12.